Manufacturer narrative:
The soft cannula was found to be stretched. The soft cannula length was measured to be above specification. An external tear was observed on the soft cannula. It could not be determined when or how the cannula was damaged. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 370 mg/dl while wearing the pod between 36 and 48 hours. As treatment the patient removed the pod.